Manufacturer narrative:
Evaluation conclusion: the service technician noted that the mattress and footbox may have prevented the foot extension from latching properly. The technician demonstrated the foot extension usage to the user and returned the unit to service.

Event description:
It was reported that a caregiver was injured when they were pulling the bed at the footend and the bed extender pulled out of position and the jerked back as a result. The caregiver allegedly incurred a lumbar strain that is being treated with physical therapy. The unit was evaluated it was found that the mattress and the footbox of the mattress may have been preventing the foot extension from latching properly.